Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the right proximal cylinder migrated down through a possible perforation. Fixation sutures were used after repositioning the device.